Manufacturer narrative:
Additional information: plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. Therefore, the reported complaint could not be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets (catalog 050-87216) shipped to this account within the selected time frame. A records review was performed on all lots identified. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
Additional information received from the peritoneal dialysis (pd) nurse revealed that the peritoneal effluent culture did not grow any organisms. It was determined that the patient had mesenteric artery stenosis, which required surgery. The pd nurse stated that the patient¿s weight loss and abdominal pain were caused by mesenteric artery stenosis. The patient is currently doing well and is continuing pd therapy.

Manufacturer narrative:
Follow-up #2: additional information: clinical investigation: there is no documentation that shows a causal relationship between the mesenteric artery stenosis and the liberty cycler or cycler set. Additionally, there is no allegation of a malfunction against any fresenius product and the event of peritonitis. However, a temporal relationship exists between the mesenteric artery stenosis and peritoneal dialysis (pd) therapy as it has the potential to increase the probability of mesenteric ischemia and end stage renal disease (esrd) patients are at a higher risk for cardiovascular disease, including mesenteric ischemia. It is unknown if the patient had pre-existing comorbidities that contributed to the event.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity. Clinical investigation: there is no documentation that shows a causal relationship between the event of peritonitis and the event of peritonitis, and the liberty cycler or the liberty cycler cassette. Additionally, there is no allegation of malfunction against any fresenius product and the event of peritonitis.

Event description:
A peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2017 for abdominal pain and weight loss. It was reported that when the patient was hospitalized, the patient was also being treated for peritonitis. The patient was reportedly still hospitalized and undergoing tests as of (B)(6) 2017. No further information has been made available at this time.